Event description:
It was reported that at device change-out for normal eri, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The pace/sense portion of the lead was capped. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.